Event description:
Per the clinic, the device was not explanted, but rather, re-positioned during the revision surgery on (B)(6) 2021. The implanted device remains.

Event description:
Per the clinic, the device was explanted (specific date not reported) due to improper placement of the implant. It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.